Event description:
It was reported that the patient had experienced a lot of pain. A rotor study was done (date not reported) and rotation was not seen. The pump was filled with sterile sodium chloride and set to "stopped pump". The pump was replaced. The type of medication being administered via the pump was not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.